Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device did not work. The issue occurred during surgery. Subsequently this caused no patient harm and there was a surgical delay for an unknown amount of time with patient under anesthesia. The surgery was completed using an alternate device.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2017, it was reported that the device did not work. On january 18, 2018, it was clarified that the issue occurred during surgery on (B)(6) 2017. Another device was used to complete the surgery. There was no harm, injury or adverse events associated with the failure. There was an extension/ delay surgery, it is unknown how long the extension was. The customer returned an electric dermatome device, (B)(4), for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(4) has previously repaired/evaluated electric dermatome (B)(4) eight times as documented in the repair reports in livelink. The last repair was (B)(6) 2016 where it was reported that the wires were showing leads and the motor, ball bearing, spring seal, external ring, set screw, handpiece switch, plug harness assembly and insulator were replaced. This is not a related issue. Initial qa inspection of the electric dermatome by zimmer biomet (B)(4) on (B)(6) 2018 revealed that the motor was running under motor speed specifications at 3,517 rpm. The control lever torque testing was not performed. The device was out of calibration at three settings. Repair of the electric dermatome was performed by zimmer biomet (B)(4) on (B)(6) 2018 which included replacement of the motor, ball bearing, spring seal, external ring, handpiece switch, reciprocating arm and insulator. Electric dermatome, (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the motor was below motor speed specification and the device was out of calibration. The root cause of the device not working was due to the motor running below motor speed specification. The issue was resolved with the replaced motor, ball bearing, spring seal, external ring, handpiece switch, reciprocating arm and insulator. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Electric dermatome, (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.